Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-78-user hematocrit low test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred when the blood sample was absorbed. The error occurred with one test strip. The test strip lot manufacturer's expiration date is 05/15/2020 and open vial date is (B)(6) 2019. During the call on (B)(6) 2019 a blood test was performed by the customer and produced test result of e-0 using truemetrix meter. At the time of the call, the customer reported feeling ill with symptoms of nervousness, sweatiness, shakiness and fatigue. Customer was going to seek medical attention.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user hematocrit low. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred when the blood sample was absorbed. The error occurred with one test strip. The test strip lot manufacturer's expiration date is 05/15/2020 and open vial date is (B)(6) 2019. During the call on (B)(6) 2019 a blood test was performed by the customer and produced test result of e-0 using truemetrix meter. At the time of the call, the customer reported feeling ill with symptoms of nervousness, sweatiness, shakiness and fatigue. Customer was going to seek medical attention.